Event description:
It was reported that a vial-mate reconstitution device was leaking azithromycin. It was not specified when in the process this occurred. It is unknown if there was patient involvement, patient injury, or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional testing determined that the device performed within specification and no leaks were detected. The evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.